Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The constant upstream occlusion was unable to be reproduced but was confirmed through baxter's functionality testing. The device investigation found the sensor readings were above specification with a loaded set, and also a narrow downstream pressure plate gap. These conditions are known to contribute to constant occlusion alarms. The pump was reworked and calibrated per baxter's service procedure.

Event description:
During baxter's functionality testing, a spectrum pump constantly alarmed for downstream occlusion. There was no pt involvement.